Manufacturer narrative:
According to the report, on (B)(6) 2024 bioglue was used for closure of the dissection chamber in a type a aortic dissection. On (B)(6) 2025 a pseudoaneurysm was observed on the central side of the aorta, leading to reopening of the chest. Two bioglue were used during this procedure. On february 13, 2025 an infection reaction suspected to be mediastinitis occurred, resulting in a third reoperation on (B)(6) 2025. This investigation is relegated to the infection reaction which resulted in reoperation on (B)(6) 2025. A sample evaluation could not be performed as no product was returned. The lot numbers used on the patient could not be obtained. A six-month review of the distribution records to this user facility from the two dates of bioglue implant ((B)(6) 2024 and (B)(6) 2025) was performed and the search returned the following lots: bg000932, bg001005, bg001035, bg001062, bg001088, bg001089, bg001105, bg001154, bg001169, bg001200, bg001223, bg001289, bg001306. The manufacturing records were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation no non-conformances or deviations were found to be related to the current complaint. Based on the information provided, there is insufficient evidence to determine what caused the infection reaction. Per the information provided, the irregular antibody test resulted in a positive outcome prior to the patient receiving bioglue. Therefore, the `positive outcome of the irregular antibody test is not related to the use of bioglue. Additionally, the surgeon does not claim that the cause of the infection reaction is related to bioglue. The root cause of the observed event is unknown. The bioglue risk file was reviewed and the reported event addressed. The reported event will continue to be monitored for trends. No updates to the rmf are needed in response to this complaint. Risk has been reduced as low as possible and overall residual risk is acceptable. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion- formerly cryolife/jotec is accurate or has been confirmed by artivion.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion- formerly cryolife/jotec is accurate or has been confirmed by artivion.

Event description:
According to the report, bioglue was used on (B)(6) 2024 for closure of the dissection chamber in a type a aortic dissection. On (B)(6) 2025, a pseudoaneurysm was observed on the central side of the aorta, leading to reopening of the chest, where two additional bioglue were used. On (B)(6) 2025, an infection reaction suspected to be mediastinitis occurred, resulting in a third reoperation on (B)(6) 2025. This investigation is relegated to the infection reaction which resulted in reoperation on (B)(6) 2025.